Event description:
On (B)(4) 2012 customer reported that the access 2 instrument generated erroneously elevated results within the risk stratification range for accutni on one patients¿ samples. This event occured on (B)(6) 2012. Customer stated that the result was reported out of the lab and was questioned by the emergency room. The sample was repeated on the lab's alternate access 2 instrument and the result was within the normal reference range. Customer stated that there was no change to patient care based on the erroneous result. Field service engineer (fse) inspected the instrument on (B)(4) 2012 and found that the vacuum pump was not working properly, and had caused a leak inside the instrument. Fse replaced the pump and the inside of the system was cleaned. Fse cleaned the analytical module and incubator track, and verified the system. Fse performed a system check and the system met the specified requirements per established procedures.